Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assisted thoracoscopic surgery in the vessel off pulmonary artery, the clips were malformed and the component disengaged and fell into the cavity of the patient. Clips were all retrieved by use of swab. The tissue was damaged and blood loss of 500cc or more was noted. It was stated that they used a hemostat to stop the bleeding. The surgeon had to concert from robotic to open thoracotomy. Seal was used as surgeon was unable to suture. Surgical time was extended for 30minutes or more. There was no patient injury.